Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the whisper guide wire was used during an un-specified procedure. Three stents were implanted without issue. After the fourth non-abbott stent was implanted, the stent delivery system (sds) was attempted to be removed, but the guide wire seemed sticky, and resistance was noted between the devices. The sds could not be removed from the guide wire; therefore, the devices were removed as a unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.